Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar has the grip tips opened and closed properly. The instrument was fully functional. No product issue was found. Visual inspection-external, visual inspection-internal, and manual articulation of inputs tests/ inspections were performed, and the complaint could not be reproduced.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that the force bipolar instrument would not open. The customer reported event has no report of patient injury.